Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the downloaded share log was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of a transmitter issue is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.